Manufacturer narrative:
Additional information: included reoccurrence. Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis procedure, and the procedure got aborted and it was rescheduled. The philips field service engineer (fse) inspected the system onsite and confirmed that flouro not available. Review of the system log file found that there was a malfunction with ippc. As a part of repair activity, the fse replaced the hard disk drives in the ip-pc and installed the software. After replacement, the system was returned to use in good working order. Few days later, issue reoccurred and the philips engineer replaced the ippc and host pc. After replacement of the ippc (image processing pc) and host pc, the system was returned to use in good working order.

Event description:
It has been reported to philips that the customer lost the ability to fluoro during a case but was able to do cine runs. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure got delayed and it was rescheduled. The philips field service engineer (fse) inspected the system onsite and confirmed that flouro not available. Review of the system log file showed image processing pc (ip-pc) malfunction. As a part of repair activity, the fse replaced the hard disk drives in the ip-pc and installed the software. After the replacement and software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.¿.